Event description:
It was reported that the user experienced an overnight low glucose event while using the ilet bionic pancreas, with sensor readings decreasing from 81 mg/dl to 64 mg/dl and then returning to 71 mg/dl on the next reading, with no alerts or alarms reported and the cause unclear. Symptoms included hypoglycemia. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user or third party. Investigation of this case revealed no findings available, with insufficient information to identify a specific medical device problem or device component involvement. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
Initial.